Manufacturer narrative:
The tech found the wires were pulled loose from the tape switches. He replaced the tape switches to repair the bed.

Event description:
Info received indicates the bed exit would set but not alarm.